Event description:
After surgery, the pt reported respiratory problems and was placed on oxygen. The pt has recovered.

Manufacturer narrative:
The pt has recovered. Products remain implanted and will not be returned for evaluation. This is the final report.